Event description:
It was reported that the patient underwent inflatable penile prosthesis (ipp) revision surgery due to the pump remaining hard when depressed and not inflating the device. It was noted the device was part of a device recall. The pump was explanted and replaced. The patient fully recovered.